Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 367 mg/dl. Customer experienced vomiting, ketones and felt very ill for about one week. Customer went to the emergency room and had borderline diabetic ketoacidosis. Customer was wearing the insulin pump when admitted into the hospital.